Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion. The right ventricular lead exhibited high capture threshold and low r-wave amplitudes. The lead and the device were both explanted. There were no patient consequences.

Manufacturer narrative:
Correction: lead previously reported as explanted on (B)(6) 2026. Correction to b5 and d6b as lead was capped on that date, not explanted.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion. The right ventricular lead exhibited high capture threshold and low r-wave amplitudes. The lead was capped on (B)(6) 2026. And the device was explanted. There were no patient consequences.